Event description:
Patient presented for device upgrade. Externalized conductors were noted via x-ray. Lead was capped and relaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.